Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There has been 1 other similar events for the reported lot that relates to the same device/patient, therefore no further trending is required for this commonality. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. H3 other text : not returned to the manufacturer.

Event description:
This pi is for the closed reduction on (B)(6) 2022. Patient had an index left tha on (B)(6) 2022. Patient had instability and dislocated, requiring closed reduction under anesthesia on (B)(6) 2022. Patient continued with instability and underwent revision on (B)(6) 2022. All components were exchanged except the stem.